Event description:
It was reported that the patient developed an infection at the ipg and lead site. The patient was treated with antibiotics, but the wounds did not heal.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7075067.

Event description:
It was reported that the patient developed an infection at the ipg and lead site. The patient was treated with antibiotics, but the wounds did not heal. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned.